Event description:
It was reported that stent was stuck with the balloon resulting in additional intervention for removal. The target lesion was located in the left anterior descending (lad) artery. A 2.75 x 16mm synergy xd drug-eluting stent was implanted in the lad. A wire was then passed through the stent strut to reach the diagonal artery (da). While performing balloon angioplasty in the da, the stent got stuck with the balloon and came out of the vessel. A snare catheter was used to remove the stent which was noted to be damaged upon inspection. The procedure was completed with another drug-eluting stent. No patient complications were reported, and the patient was doing well after the procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.